Manufacturer narrative:
Related MFR 2916596-2022-15930. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
After the exchange, the patient developed multisystem organ failure (msof). The patient had severe liver and kidney dysfunction post operatively. The patient reportedly passed away on (B)(6) 2022 due to multi-system organ failure. The outcome was not device related and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple organ failures and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU, is currently available. Multiple organ failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. No further information was provided. The manufacturer is closing the file on this event.